Event description:
The customer reported to olympus that while using the high flow insufflation unit, there was an intermittent power issue; the device would start beeping and would turn off and on intermittently. The issue occurred during a procedure and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Evaluation found a faulty main board. There was also a small dent in the housing cover, but this finding did not prevent future device use. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the device intermittently turned on and off because of a faulty main board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.